Event description:
It was reported that this device exhibited premature battery depletion. A review by engineering noted that the battery depletion appeared consistent with a compromised performance of an electrical component in the device, causing accelerated battery depletion. It was further noted that the power consumptions appeared to have increased since (B)(6) 2019. The device was explanted and will be returned. No additional adverse patient effects were reported.

Event description:
It was reported that this device exhibited premature battery depletion. A review by engineering noted that the battery depletion appeared consistent with a compromised performance of an electrical component in the device, causing accelerated battery depletion. It was further noted that the power consumptions appeared to have increased since (B)(6) 2019. The device was explanted and returned. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 is being used to capture the additional intervention required. Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice in august 2019 regarding a subset of emblem devices that has an elevated potential of exhibiting this behavior; the population of devices that may be impacted was expanded in december 2020. This particular device is included in the december 2020 emblem s-ICD accelerated depletion advisory population.